Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified vessel. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon got caught in the sheath and was unable to cross through the sheath and over the wire. The balloon was removed, and it looked like the balloon had ruptured in one spot. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified vessel. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon got caught in the sheath and was unable to cross through the sheath and over the wire. The balloon was removed, and it looked like the balloon had ruptured in one spot. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.